Event description:
A patient underwent a posterior spinal fusion surgery in which floseal was used. Following the application of floseal, bleeding was visually confirmed to have been ¿halted¿; however, the excess floseal was not irrigated away. The reported stated the ¿doctor did not use drain with this patient". Two days post-operatively a hematoma was observed. An unspecified ¿medical/ surgical intervention was required¿. The patient outcome was reported as ¿from 0/5 to 3/5¿. No additional information is available.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. Device manufacturer postal code: 1220. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. It was reported the excess floseal had not been irrigated. As per the instructions for use (IFU), it is imperative to meticulously irrigate any unreacted excess floseal. The most likely cause of the reported event was associated with use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.